Event description:
Boston scientific received information that the pacemaker with the right ventricular lead and right atrial lead exhibited intermittent noise which was not able to be recreated even after several troubleshooting techniques. Farfield oversensing of ventricular sensing on ra channel was also observed along with pacing inhibition with asystole that equaled exactly two seconds. The patient was ra dependent, but had an underlying rhythm. An x-ray was performed but did not yield any significant findings. Subsequently, the device was explanted. No additional adverse patient effects were reported. The device was out of service while the leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is unclear if this is the ra or the rv lead.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.